Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette patient line leaked. When taking the blue cap off the patient line spots of fluid that come out. There was no patient injury or medical intervention associated with this event. No additional information is available.